Event description:
Customer reported that the insulin pump's display was blank. Review of the insulin pump's alarm history showed an off no power alert. Customer reported that a low battery alert was not returned before the off no power alert. Blood glucose level was 264 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.